Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
During a routine refill a volume discrepancy was reported. Actual residual volume was greater than the expected residual volume. Upon interrogation an alarm not heard but confirmed by telemetry was noted. Pump logs also showed a motor stall on (B)(6) 2011 without recovery. Patient reported increased pain. The pump was replaced and the patient was reported to be doing okay in the recovery room on (B)(6) 2011. The pump used to deliver fentanyl 33mcg/day.